Event description:
Related manufacturer reference number: 2017865-2022-21879. It was reported that the patient¿s repeated redness and ulceration of the skin was related to the shape of the implantable cardioverter defibrillator. The device was explanted and replaced at the site of the capsular bag under the skin. The patient was in stable condition.